Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/24/2024, it was reported by a sales representative via (B)(4) that (2) ar-8970-08 t20 hexalobe driveshafts were warped. This occurred during a foot & ankle fusion on (B)(6)2024 where the case was completed using a backup driver in the tray. There was no delay in the case.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation identified that the hex drive geometry at the distal tip of the returned t20 hexalobe driveshaft, solid, straight had twisted. Functional testing was not performed due to the damaged distal tip of the device. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head.